Event description:
Related manufacturer reference number: 1627487-2021-14433. It was reported the patient experienced pain at the s1 lead site. Surgical intervention took place wherein the lead was explanted. Pain has resolved. Note: it is unknown which s1 lead was explanted. As such, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.